Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving hv therapy which did not convert the arrhythmia. It was noted that the patient has been lost to follow-up. Upon device interrogation, an alert for possible output circuit damage and low out of range hv lead impedance were observed. At explant, externalized conductors were observed via diagnostic imaging. The device and lead were explanted and replaced without complication.